Manufacturer narrative:
The manufacturer is attempting to acquire additional info from the hospital regarding the event and pt outcome. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had a history of low flow alarms with an inability to increase speed above 8400 pm. During dialysis run at the rehabilitation center, the pt experienced red heart and low flow alarms. The pt was asymptomatic and bolus volume was given. The pt was admitted to the implanting facility for eval. It was noted that low flow alarms continued and the pt remained asymptomatic. Last echocardiogram that was performed revealed reduced right ventricular function. More bolus (albumin) volume was given to the pt. Additional info received indicated that the pt felt better the next day. The pt still had alarms occasionally and the ICU team will continue to monitor the pt. It was noted that other vad parameters and vital signs were stable. Additional info later received indicated that low flow alarms continued during dialysis run at rehabilitation center. The speed was set at 8000 pm. The pt had stable vital signs and pump parameters. It was noted that the account had requested to utilize version 4.18 custom software. No other info has been provided at this time.